Manufacturer narrative:
(B)(4). Report source: (B)(6). Literature- journal article: comparison of the functional outcomes after treatment of periprosthetic hip fractures with femoral stem loosening: locking plate fixation with or without femoral stem revision. Tristan vialla, dong tran-minh, florian barbotte, alexandre herault ,matthieu ehlinger, xavier ohl, henri favreau, renaud siboni. Https://doi.org/10.1016/j.otsr.2022.103300. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
A study reported 1 patient, within the femoral stem revision (fsr) group, had a total hip arthroplasty and months later, underwent a revision of the femoral stem and implantation of a locking plate fixation system due to a periprosthetic fracture and femoral stem loosening. Subsequently, the patient expired during the immediate post-op period. No further information was provided. Due diligence is in progress for this complaint; to date, no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No further discussion or information was provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of the device history records, neither were provided. The device is used for treatment. A complaint history review cannot be performed without part and lot identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.